Manufacturer narrative:
Method: the case info and angiograms were used to evaluate the device performance. Results: perforation is defined in the labeling (instruction for use) as a possible complication.

Event description:
On (B)(6) 2011, the pt presented for revascularization of femoropopliteal artery using the wildcat catheter. Using a stiff angled glidewire, the physician advanced the wildcat catheter over the wire to the target lesion. As the physician attempted to direct the glidewire and the wildcat catheter to the target lesion, a perforation occurred. Angiography revealed the glidewire extending a few centimeters from the distal end of the wildcat catheter, which caused of the perforation. A small hematoma formed. Due to the anticoagulated status of the pt, the hospital staff held pressure for approx 30 mins. Final angiography revealed complete resolution of the perforation, and the pt was noted to be stable at the end of the procedure.